Event description:
The holmium/yag laser was being used for a cystoscopy laser lithotripsy procedure, during which time the connector from the laser fiber sparked/caught fire. Upon inspection from biomed: gross observation- the fiber burned and melted at the machine connector end, separating from the connector completely. It seems clear that they lased a damaged fiber which absorbed rather than transmitted the laser energy.